Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active waveguide disengaged from the device. Additional questions regarding the device and incident have been asked to the customer.

Manufacturer narrative:
(B)(4). One sonicision cordless ultrasonic dissector was returned for evaluation. Inspection did not find any disengaged component or a waveguide fracture. The customer reported that the device had a disengaged component. The reported condition was not confirmed.

Event description:
The customer is now reporting that nothing fell off of the device as was originally reported.